Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The reporter stated they were experiencing intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4):power on resets were observed in the black box history. No damage was found to the battery compartment or the returned battery cap. The pump cover was removed and internal moisture was found inside the pump. The pump was tested for 24 hours with no power issues noted. Unrelated to the complaint, the black box revealed a time and date reset to factory settings within 3 hours 30 minutes of the pump powering off.